Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: event 1: concentrated lg (light guide)-fibers breakage over 15%. Event 2: the tube was bent. Event 3: the image had red cracks. Event 4: the eyepiece was scratched and yellowish. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to age of the article, wear and tear, and due to frequent use and lack of maintenance, poor reconditioning . There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the image of the rigid ureteroscope was cracked. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.